Manufacturer narrative:
Submit date: 2/12/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage on (B)(6) 2018, service found that the unit powered on and the 3 leds were displayed, the unit had audio, but the display was blank.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿blank screen.¿ the unit was triaged and the customer¿s reported condition was confirmed, as service found there to be a blank screen. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.